Event description:
It was reported that the user applied a dexcom g7 sensor, the ilet displayed start sensor in the g7 menu, and repeated pairing attempts with the sensor code reverted to start sensor with no glucose values displayed; customer support provided education to reenter the pairing code and advised replacement if the connection did not establish, and the user entered a fingerstick value of 410 mg/dl in the ilet to continue insulin therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user education and troubleshooting for sensor pairing. Investigation of this case revealed a pairing failure between the dexcom g7 sensor and the ilet, with no alerts or alarms observed on the device. It was concluded, based on previously established findings for similar reports, that the cause was device-to-sensor pairing failure of undetermined origin.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.